Event description:
Home patient (hp) reports incomplete prime of pt line of homechoice set. Baxter tech assisted hp in repriming line to complete treatment. No pt injury or medical intervention required per hp.